Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 17-year-old female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2023-02765 for a similar report from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an incorrect configuration. The configuration was reformatted to resolve the report. Device user configurations from older firmware versions cannot be copied to newer firmware versions on the x series. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.